Manufacturer narrative:
It was reported by customer that there has been an issue of leaking pump tubing on inpatient oncology. One photo of the unknown infusion set was submitted for quality investigation. Evaluation of the photo received shows that there is a fluid leak from the silicone tubing of the pumping segment near the upper pumping segment fitting. The customer complaint of leakage was confirmed. The root cause for the failure shown in the photo submitted by the customer could not be determined due to a physical sample not being submitted for evaluation. Based on previously evaluation failures that indicated the same type of damage an leakage, the probable root cause for the failure is that the customer did not load the pumping segment into the alaris pump correctly. When the pumping segment is not inserted into the alaris pump system correctly and the door of the pump is closed, the silicone tubing can become pinched creating the leakage depicted in the photo provided. A device history review was not performed as the material number and lot number were reported as "unknown." This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd unknown infusion disposable hole in tubing. The following information was provided by the initial reporter: there has been an issue of leaking pump tubing on inpatient oncology today: date: (B)(6) 2024, time 1120. Issue: IV continuous infusion 1000 ml bag of d5w with 150ml of bicarb added to bag ¿ infusion running at 200 ml /hr. ¿ line had been infusing well when pump started alerting ¿air in line.¿ ¿ on inspection rn found that there is a hole in the component of the lie that is in the pump chamber ¿ as it connects to the hard blue plastic component. (B)(6) 2024. Please describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm to patient. Tubing and fluid infusion replaced (PICC line).